Event description:
On (B)(6) 2022, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure on that day. The physician reported that the implant could not be deployed and the device was removed with a portion of the needle exposed. It was reported that since the needle was exposed during the removal, some urethral trauma occurred. The patient experienced urethral tearing and additional bleeding, which was managed by catheterization. Upon attempting to remove the implant cartridge from the delivery handle, the physician encountered resistance, which led to additional damage to the delivery handle and needle after it was removed and occurring outside the patient. No other interventions were performed and it was reported that the patient¿s condition was fair.